Event description:
It was reported that the maxzero needleless connector had flow issues during use that caused blood to backflow. The following information was provided by the initial reporter, translated from spanish to english: "patient who presents tamponade of the percutaneous catheter due to blood return, is cured but the failure persists, a positive pressure adapter is reviewed and it is evidenced that this device is occluding the passage of parenteral nutrition and as a consequence there is blood return in the catheter and its subsequent tamponade.".

Manufacturer narrative:
H6: investigation summary: a sample was not available for investigation; however the customer indicates that an occlusion was identified in the maxzero which resulted in blood backflow into the catheter. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20085530 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector had flow issues during use that caused blood to backflow. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient who presents tamponade of the percutaneous catheter due to blood return, is cured but the failure persists, a positive pressure adapter is reviewed and it is evidenced that this device is occluding the passage of parenteral nutrition and as a consequence there is blood return in the catheter and its subsequent tamponade."